Event description:
The pt received her scs system, including an ipg and two leads, on (B)(6) 2008. It was reported the ipg was explanted due to pain at the implant site. The ipg was not replaced as the pt's pain has subsided and she was no longer using the system. The leads were capped and left in the pt's body. The explanted ipg was returned to the manufacturer for analysis. Follow up on the pt found no further issues reported.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.